Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event on 07-jul-2025. The leakage was in the cannula. No further information available.